Event description:
It was reported that the ilet screen was cracked after the user fell from a ladder, resulting in an unresponsive left side of the touchscreen and inability to access the menu; the user transitioned to multiple daily injections and a replacement device was arranged. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, confirmation of shipping logistics, data sync guidance, shutdown instructions, and return arrangements. Investigation of this case revealed physical damage to the device display consistent with external impact, with the affected component being the touchscreen/display assembly and the problem characterized as screen damage with impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.